Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress); distal and defib conductors found distorted, helix found disengaged from the helical channel, and blood in/on helix mechanism observed; damaged at implant; full lead analyzed.

Event description:
It was reported that during the implant procedure, the physician could not extend or retract the helix while repositioning. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure the physician could not extend or retract the helix while repositioning. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fracture (overstress); distal and defib conductors found distorted, helix found disengaged from the helical channel, tip seal observation, and blood in/on helix mechanism observed; damaged at implant; full lead analyzed.